Event description:
A bayer r & I representative reported the following: the veris monitor shut down twice during a patient exam. There was no injury or adverse event reported.

Manufacturer narrative:
Bayer r&I service replaced the system mainboard at the site and confirmed system functionality. On (B)(4) 2013, (B)(4) distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.